Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. The p-cap / reservoir did not locked properly. However, unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08715 inches. The drive support disk was inspected and no anomaly was noted. Unit received with broken off piece at the battery tube threads. Unit received with minor scratched display window and case.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 76 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as shaking. The customer was wearing the insulin pump during the incident. The customer stated the seal at the top of the reservoir compartment was missing and the infusion set was going further down than usual, resulting in over delivery. The customer stated the drive support cap was loose. Troubleshooting was not completed. The insulin pump will be returned for analysis.